Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 4/26/2016.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018. Patient codes: (B)(4)- urinary problems,bowel problems. It was reported that following insertion the patient experienced infection, vaginal scarring, urinary and bowel problems. No additional information provided.

Manufacturer narrative:
Additional information additional narrative: it was reported that following insertion the patient experienced incontinence. It was reported that the patient underwent mesh excision on (B)(6) 2015 by (B)(6). No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that she experienced pain. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and frequency.